Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 1/5/2021 h.6. Investigation: a device history record review was completed for provided lot number 2007116. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. To aid in the investigation of this issue, samples were returned for evaluation by our quality engineer team. Through examination, leakage through the plunger rod component was observed in one provided sample. Through magnified inspection, it was determined that the plunger rod was damaged. This type of damage can occur during the handling of the product through the manufacturing process or within the assembly machine. H3 other text : see h.10

Event description:
It was reported that syringe s2 10ml leaked. The following information was provided by the initial reporter: the syringe aspirates air and liquid leaks from both sides when the syringe is used.

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. FDA device problem code: (B)(4). FDA patient problem code: (B)(4).

Event description:
It was reported that syringe s2 10ml leaked. The following information was provided by the initial reporter: the syringe aspirates air and liquid leaks from both sides when the syringe is used.